Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 495 mg/dl with ketones. Cause was not known. Reportedly, the customer went to the emergency room where bg was treated with intravenous saline and insulin. The customer left the emergency room same day with the issue resolved. Reportedly, customer continued using pump for insulin therapy.